Event description:
It was reported that during a vertical banded gastroplasty procedure, staples would not release. Another like device was used to complete the procedure. There was no pt consequence.